Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged connector on the system controller was unable to be confirmed. Additional provided information stated that log files and the serial number of the system controller were unavailable, and that the system controller was disposed. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the system controller were unable to be reviewed due to the serial number information not being provided. Heartmate 3 instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. G) section 10 and heartmate 3 instructions for use (IFU) (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic and their backup system controller was inspected. The health care professional noticed that the white connector was damaged. The system controller was exchanged.